Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the flat cable which connects the front panel unit and the circuit board was come off due to a strong impact on the front panel by the user. If significant additional information is received, this report will be supplemented.

Event description:
At the nasopharynx examination, the user used the device and completed the procedure. After the procedure, the user found that the endoscopic image showed reflection. The device was returned to olympus repair center. Olympus repair center found that the front panel of the device did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The flexible flat cable connecting the front panel and circuit board was detached, and there was an image failure. Some noises appeared on the image. The front panel turned yellowish and was deformed. The socket was worn. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.